Manufacturer narrative:
Follow up with customer indicated that cartridge and site changes were made to address the issue, as well as updating pump settings by health care provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level remained elevated (>200 mg/dl). Customer delivered boluses to treat elevated levels.